Event description:
It was reported that right ventricular (rv) lead had intermittent t-wave oversensing (twos). Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.